Event description:
A consumer reported that the patient used arc welding equipment on (B)(6) 2017 and on (B)(6) 2017 the patient had a stroke and symptoms that lasted for seven hours. The patient's symptoms included gross dystonia, hemiballismus, loss of function in their right leg and double vision. The patient was admitted to the hospital and had a CT scan done. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.